Event description:
It was reported that the device failed during use and that the ventilator did not move at all. Ventilation could be continued manually. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Manufacturer narrative:
The log file demonstrates that the device forced a shut-down of automatic ventilation due to motor overcurrent. Visual inspection of the ventilator unit revealed that the lower rolling piston diaphragm had shifted slightly and then jammed during ventilator movement. The ventilator was removed and the rolling diaphragm reinserted correctly. The device passed all consecutive tests and was returned to use. The exact mechanism for the loosening of the diaphragm could not be determined. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Dräger finally concludes that the device behaved as designed for such error condition: automatic ventilation was shut down to protect from serious damages to the ventilator unit, the user was alerted to this condition by means of a corresponding alarm, manual ventilation with the built-in breathing bag remains possible. The device has no UDI as a UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device failed during use and that the ventilator did not move at all. Ventilation could be continued manually. No injury reported.